Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle pierced through the insyte 22ga x 1.0in catheter during the insertion. The following information was provided by the initial reporter, translated from spanish to english: "nurse, while performing the catheter insertion process, recanalizes due to the catheter rupture. Image of what happens with teflon when trying to rechannel a venous line. The defective product form was submitted a long time ago, but we continue to work with a low-quality input, regardless of lot, expiration date, operator technique, or patient complexity."

Event description:
It was reported that the needle pierced through the insyte 22ga x 1.0in catheter during the insertion. The following information was provided by the initial reporter, translated from spanish to english: "nurse, while performing the catheter insertion process, recanalizes due to the catheter rupture. Image of what happens with teflon when trying to rechannel a venous line. The defective product form was submitted a long time ago, but we continue to work with a low-quality input, regardless of lot, expiration date, operator technique, or patient complexity."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 8318889, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the device appeared to be used and the needle appeared to have punctured the catheter tubing. Based off the provided photo the engineer was able to verify the reported defect. However, since the device appeared to have been used the engineer could not determine a definitive root cause.